Event description:
Patient reported returning to the physician's office to have the "port filled with saline." Patient said "the physician had extreme difficulty inserting the needle into the port." Patient "further alleged that [the physician] continuously removed and reinserted the needle to the point that the [patient] experienced pain." "After this incident, the [patient] notice that she had no more resistance. She was eating more and gain weight." "The [patient] returned to the physician to find that the port had leaked and that it was completely empty. This led [the patient] to believe that the port had ripped at [their] last visit."

Manufacturer narrative:
Taper unknown. (B)(4). (B)(6). The reporter of the complaint is not available for follow-up. Based upon the implant date provided the connector type is assumed to be either a taper ii or rapidport ez strain relief. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."